Event description:
It was reported that the patient received inappropriate atp (anti-tachycardia therapy) due to inappropriate programming. On (B)(6) 2017, the patient was brought into the clinic, and the implantable cardioverter defibrillator was reprogrammed.